Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4): the device was returned for evaluation. The product analysis found the tubing and electrode wires are bent; the blue electrode wires are out of the lumen under the cuff and 1 had punctured the cuff. The instructions for use [68e4127 revision b] indicate: ¿do not attempt to use an emg tube without first performing a cuff inflation test¿ this would have detected a punctured of the cuff prior to use. The product evaluation findings are indicative of damage to the tube/cuff/electrode wires as a result of device mishandling.

Event description:
It was reported that during a procedure ¿there was a problem with the tube and the cuff kept deflating. Throat packs were used and the tube was replaced at a safe and appropriate time during the procedure.¿ the surgery was completed without further incident. There was no report of patient impact or injury.